Event description:
It was reported that shaft break occurred. The patient presented with unstable angina pectoris and underwent a percutaneous coronary intervention. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 4.0mm x 8mm quantum maverick balloon catheter was prepared for post-dilation. However, during unpacking the anterior half of the balloon catheter was fractured. The procedure was completed with a new balloon catheter. No patient complications were reported.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6).